Event description:
It was reported that during a ventricular fibrillation episode, therapy was delayed due undersensing of small amplitude r-waves. Program changes and lead assessment were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.